Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a bladder sling put in and have ins but they are still experiencing voiding symptoms. Patient stated they are getting up all night to go to the bathroom and they sometimes don't make it in time. Patient also stated they are still wearing pull ups. Patient stated they saw healthcare provider (hcp) last thursday, but no adjustment was made to therapy settings as patient did not bring equipment with as they didn't think it would stay charged (see rtg0681363). During the call patient increased stimulation to a comfortable level. Patient will follow up with hcp regarding continued symptoms and bladder sling. Additional information was received from the patient. They stated they recently had sling surgery and their bladder was getting worse. They will be scheduling a wellness visit.